Event description:
It was reported by the customer that a bd pyxis¿ cii safe es doors were malfunctioning. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the doors were malfunctioning. A field service engineer replaced the door latch 7 and remote manager door 25 and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.